Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number: 319.006, synthes lot number: 7539189, release to warehouse date: 25-nov-2013, manufacturing site: synthes jennersville, no ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary complaint summary: it was reported that on (B)(6) 2019, the depth gauge broke during the procedure. Another depth gauge was found that was sterile to be able to complete the surgery with no problem. There was no delay in the procedure. Patient outcome was unknown. Flow: broken. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws (part # 319.006, lot # 7539189, mfg # 25-nov-2013) was received at us cq with the needle broken off from the slider. The body was also returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft and the major thread diameter is within specification. Document/specification review: the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the depth gauge (part # 319.006, lot # 7539189) was received with the needle broken off from the slider. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during ulna open reduction internal fixation (orif), the depth gauge broke during the procedure. Another sterile depth gauge was used to complete the surgery successfully. Another tray was opened and a different depth gauge was used to measure the screws. The pieces were successfully removed. There was no delay in the procedure. Procedure was successfully completed. Patient outcome is unknown. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 1 for (B)(4).